Event description:
Boston scientific received information that this pacemaker was explanted for an unknown reason. The local boston scientific field representative reported that the device was changed out with another manufacture's representative present. The competitor field representative reported that as the device was being removed, part of the header came off. No further details were provided. No adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Telemetry operations were normal. The device was returned with the minute ventilation terminal block missing along with the retaining pin. Visual inspection noted signs that the retaining pin was installed during manufacturing. Visual inspection noted no tooling marking on the device case or header. All seal plugs were intact and all 4 setscrews moved freely. The device paced and sensed normally with a magnet rate of 85ppm. An is-1 lead was inserted and retracted without difficulties in both chambers. The clinical observation was able to be confirmed.

Event description:
--